Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter name is (B)(6). E1 event site telephone is (B)(6). Updated fields: b4, b5, b6 , b7, d10, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes ), h11 , e1 ( initial reporter , event site telephone ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the equipment alarmed upon startup, and the electrical test failed. The circuit board (0670-00-0668) and shock-absorbing adhesive (0348-00-0169-01) were replaced. After replacement, all functional parameters of the equipment were tested and the equipment was delivered to the customer for use.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) automatically failed to inflate and failure code #53 was displayed. There was no patient involved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Event site address-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) automatically failed to inflate and failure code #53 was displayed. There was no patient harm.